Event description:
It is reported that an anterior cervical decompression fusion, c5-6 surgery was performed on (B)(6) 2013. The patient was implanted with a zero p plate along with 2 screws and 1cc of dbx. While inserting the zero p, the front plate came off of the device. The surgeon removed the plate and replaced it with another plate of the same size. The second plate was inserted without a problem. Surgery was prolonged approximately 2 minutes. No adverse effect to the patient was noted. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. The device was reassembled when received. The microscopic investigation shows scratches and marks of an insertion device. Some marks show evidence of forcible use. Visible and manual investigation shows correct seat of the peek spacer on the titanium interbody plate. The holding force might be a reduced due to repeated disassembling and reassembling. Some visible marks show evidence of forcible use. The DHR review shows that the device met the specifications at the time of manufacturing and distributing. This complaint is indeterminate from a manufacturing position. As a result of the design, the spacer can dissociate from the interbody plate if it is mishandled and loads are applied to each part in opposite directions and in the orientation of the keyed interconnection. The implant is most susceptible to this occurrence during implantation if uneven insertion forces are applied to the interbody plate and spacer. Dissociation could also happen if the hole prep and screw insertion instruments are used outside of the recommended screw insertion angle ranges. The risk of dissociation in the patient post-op is low because the interbody plate and spacer are loaded in the same directions in the spine. The implant design does allow it to be reassembled if it dissociates if the surgeon chooses to do so, however the most conservative solution is to use a new implant as described in the risk assessment. The design risk assessment is adequate for the intended use.